Event description:
It was reported that the external pulse generator (epg) was dropped and would intermittently shut off. The event initially was not reportable due to the epg being dropped. The epg was returned and analyzed and subsequently tested out of specification that is not relevant to the epg being dropped.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the upper/lower cases, battery release, heart block, and heart wire contacts were contaminated. Two side bail covers were missing and broken. One side bail was missing. The lead flex cover and battery were broken and the battery contacts were compressed. The encoder flex was out of electrical specification.